Manufacturer narrative:
Because this lead could not be explanted, it was cut and capped and still remains in the patient. A new lead of the same model was then successfully implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had presented with high pacing thresholds and low sensing. It was discovered that this defibrillation lead had dislodged. A revision procedure was performed to reposition the lead. However, it was discovered that the lead could not be repositioned as the tip of the lead was hung up in the valve of the heart or the valve sinews. The physician attempted to pull the lead out of the heart but it was not possible either. No other adverse patient effects were reported.